Event description:
Found during testing. According to the reporter, the device intermittently will not charge the defibrillator when the charge button is pressed. There was no patient use associated with the reported incident.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would intermittently fail to charge the defibrillator. Physio replaced the system pcb assembly and then observed proper operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced assembly by placing it in a test device mockup and charging the defibrillator while moderately manipulating the assembly but could not replicate or confirm the reported incident.